Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found. (B)(4) proximal segment. (B)(4) no anomalies found. (B)(4) proximal segment. (B)(4) no anomalies found. (B)(4) proximal segment.

Event description:
An implantable cardiac defibrillator system was returned from (B)(6) funeral home for disposal. Information identified in the manufacturer's database noted the patient died approximately six months post the implant of an implantable cardiac defibrillator. Cause of death has been requested and not received.

Event description:
Asku